Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found and the visual inspection showed the proximal conductor was distorted.

Event description:
It was reported during the implant procedure that there were difficulties positioning the lead. The lead was not implanted. No patient complications have been reported as a result of this event.